Manufacturer narrative:
Correction information: g6: follow up #01. Additional information: d9. Yes. Reviewed on-site. H3: yes. Reviewed on-site. H6 continued: international medical device regulators forum (imdrf) adverse event reporting. Type of investigation: 10 testing of actual/suspected device. Investigation findings: 115 maintenance problem identified. Investigation conclusions: 51 cause traced to maintenance. Summary: it is presumed that the ift (insertion flexible tube) wire sticking out was caused by bending and twisting when using the endoscope due to the following factors. The endoscope was leaking, and the reprocessing agent invaded the ift from the leaked part, causing the outer skin resin to deteriorate, swell, and soften, and the wire of the blade was loose in the manufacturing process. The leak test at the complaint facility was conducted once a week, and it is considered that the leak detection was delayed and the flexible tube exodermis resin was affected. The endoscope was repaired and returned to the user facility. Our engineers had organized a patrolling inspection of the hospital, and the personnel in the department had been trained on leak test and disinfection. It explained the important point that the user shoud inspection before and after use, as well as the frequency and standard of leak test, and told the user to follow all the operation mentioned in the pentax instruction manual . Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). Investigation conclusions: conclusion not yet available

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in the operating room during use in (B)(6). The reported complaint that "the patient was found to have several scratches on the intestinal mucosa during the operation of the endoscope. At the end of the procedure, it was observed that a wire of approximately 0.5 cm in length, about 25 cm from the apex had passed through the scope tube causing several longitudinal linear scratches on the patient's intestinal mucosa affecting the patient's health. The procedure involved a pentax medical video colonoscope model ec38-i10f, serial number (B)(4). The user notified (B)(6). An additional information request was sent to pentax (B)(4) and a response was received via email on (B)(6) 2021 stating that the endoscope was used to complete the procedure. The wire came out through the ift - insertion flexible tube at the 20cm location. When the physcian removed the endoscope, he found some bleeding. The physician advised the patient that if the patient felt uncomfortable, he should return to the hospital. The patient has not returned to the hospital based on the fse feedback. So it is advised that the patient is in good condition. No additional patient information was provided. The endoscope was removed from circulation and provided to the fse to submit for repairs. Before the procedure, the user checked image, angulation and air/water feeding of the endoscope. The leakage test is performed every friday. On 10-mar-2021, a device history record(DHR) review for model ec38-i10f, serial number (B)(4). Was performed and a summary was provided via email. The DHR review confirmed the endoscope was manufactured on 08-feb-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 09-feb-2017. Investigation is in-process.